Event description:
It was reported that pump was plugged in but the pump battery could not be completely charged, with the battery being stuck at 20% charge. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.